Event description:
It was reported that the asymptomatic patient presented for follow up, the pulse generator exhibited a diagnostics anomaly. The device had been set to a fixed value.

Manufacturer narrative:
(B)(4).